Event description:
Country of complaint: (B)(6). Customer reported that the threads recently tear off easily.

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Complaint description: threads tear off easily. Samples received: 1 unopened race pack. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. OEM tested the knot pull tensile strength of the sample received and the result conforms to requirements. The cause of the complaint could not be determined. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.